Manufacturer narrative:
The cause of the incident is unknown; the incident was not reported to hoveround when it occurred and hoveround was not able to evaluate the power wheelchair at the time of the incident. However, the end user was not exercising caution while driving the power wheelchair down a steep incline and not wearing the seat belt. Hoveround's owner's manual warns end users, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," "drive slowly over thresholds and when traveling from one type of surface to another," and, "always wear the seat belt."

Manufacturer narrative:
(B)(4). Date of report is (B)(4) 2015.

Event description:
It was reported while the end user was driving the power wheelchair down a jetway ramp the end user drove over a connector threshold and fell. Client was not wearing the seat belt.

Event description:
It was reported while the end user was driving the power wheelchair down a jetway ramp the end user drove over a connector threshold and fell. Client was not wearing the seat belt.